Manufacturer narrative:
Na

Event description:
It was reported that the during pulse genrator interrogation the message, "data not read" appeared in the measured data fields. No previous data was available to ascertain the remainging longevity of the battery. Magnet rate indicated 87.8 pulses per minute, which puts the device close to elective replacement indicator.